Event description:
The customer reported the ventilator alarmed due to a vent inop occurrence. The customer reported the unit was in use on a patient, but there was no patient harm reported. The biomedical engineer stated that the issue was corrected by replacement of the data acquisition to motor controller cable and the data acquisition board. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The biomedical engineer stated the unit is now back in service. No further information provided.